Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) investigated the device. However, omsc could not reproduce the reported phenomenon. Omsc confirmed the appearance of the device, checked the combination with a similar device, and operated the device according to the instruction manual. However, omsc could not found a malfunction of the device. As a result of checking the device log, omsc confirmed that there was no record related to this event. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was caused by an accidental bad connection or a combination with another video system. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During laparoscopic cholecystectomy, the endoscopic image disappeared for a few seconds. This phenomenon was recovered naturally. The user continued to use the device, and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.